Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 295 mg/dl. The customer used a back-up plan to treat. The customer stated that they pressed a button on the device and the button went out of control. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, reset error test, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.